Manufacturer narrative:
The complaint of valve degeneration was unable to be confirmed. Since the valve serial number was not provided for evaluation, a review of DHR and lot history was unable to be performed. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed. Based on the limited information provided, the root cause for the valve degeneration could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient with sapien xt 23mm implanted in 2016, presented with aortic stenosis and aortic insufficiency. A degeneration of the valve was observed, and a valve in valve procedure was performed with a 23mm sapien 3 ultra transcatheter valve. The patient outcome was good, the patient was discharged.